Event description:
The cardiologist was preparing for arteriotomy closure with a techstar a 6 fr pvs device. He placed the wire into the introducer sheath and removed the sheath. He proceeded to prepare the subcutaneous track with forceps having only the wire in place. The techstar device was placed, but there was bleeding around the sheath. At that point, the cardiologist realized that he had over-dilated the arteriotomy. The pt was sent for surgical repair of the common femoral artery. Surgery was successful and the pt was in stable condition.